Manufacturer narrative:
Product event summary: longevity calculation equals 82.4% found carelink files and longevity was recalculated. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 82.4% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model.

Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. Product event summary: the device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis of the device memory showed the battery indicator signifying that it is time for device replacement. Device reached recommended replacement time (rrt) on (B)(6) 2015. The device was subsequently returned and analyzed. Analysis revealed the returned device did not detect any performance issues, but the calculated longevity result of 83.8% of expected was less than the predicted value based on the available programmed parameters. In the absence of the complete programming history, it is not possible to determine why the longevity did not match the predicted model. (B)(4).

Event description:
It was reported that the implantable cardioverter defibrillator (ICD) reached end of service (eos) with unexpected longevity. Premature battery depletion is suspected. The device was explanted and replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.